Event description:
It was reported that prior to a procedure, the device allegedly had a incorrect reading issue. It was further reported that the another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one device was returned for evaluation attached to a conquest. The devices were attached to an in house pressure gauge and inflated. The returned device was inflated and the pressure levels were noted to be in compliance. Therefore, the investigation is unconfirmed for the reported incorrect reading, as the devices were able to be inflated and the pressure levels were noted to be in compliance. The definitive root cause for the reported incorrect pressure gauge reading could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that prior to a procedure, the device allegedly had an incorrect reading issue. It was further reported that the another device was used to complete the procedure. There was no patient contact.